Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right common iliac artery. A 7.0x20mm, 75cm mustang balloon catheter was advanced for pre-dilation. However, on the second inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The device was exchanged to 6mmx2mm mustang balloon catheter and the procedure was completed without issue. No patient complications were reported and the patient's status was good.